Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 600 mg/dl. Customer had blood glucose levels of 488, 483, 539 and 358 mg/dl. Customer stated that the insulin pump had no alerts. Customer was assisted with troubleshooting. It was unknown that if the insulin pump was in auto mode at the time of the incident. Customer stated that the insulin pump had low reservoir plenty of insulin in the reservoir. The insulin pump will not be returned for analysis.